Manufacturer narrative:
(B)(4)

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 500 mcg/ml gablofen at 50 mcg/day via an implantable pump for intractable spasticity and stroke. It was reported that on an unknown event date that the patient has had major/severe pain after the implant of the pump "2-4 months ago" because of a bleed that occurred in his spine. It was noted to be possibly related to the reintroduction of blood thinners. It was further noted that the patient had developed arachnoiditis, as confirmed by an MRI. The patient wanted the pump and catheter explanted, however it was undecided if an explant would take place. The pain had not been resolved and the patient was considered to be "alive - with injury". If additional information is received, a follow-up report will be submitted.